Manufacturer narrative:
Field service technician arrived onsite and checked the device. Message on device stated circuit occlusion alarm. Field service technician tested unit with personal test equipment (citrex h4) and could not duplicate issue. He let the device run for 6 hours. Ran ovp and device passed all test and runs according to OEM specs.

Event description:
The customer reported the device is giving circuit occlusion alarm while on patient on the avea ventilator. At this time, there is no information regarding patient harm associated with the reported event.